Event description:
Lead and device were removed for inappropriate shock therapy delivery per the biotronik representative. The noted above was exchanged with a lumax 300 hf-t. Also removed was linox sd 65/16, MDR 1028232-2007-0272.